Event description:
It was reported that the pump does not recognize cassette. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the complaint was confirmed. Investigation found the downstream occlusion (dso) sensor was nonfunctional (therefore the cassette could not be recognized). The dso sensor will be replaced, recalibrated and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.